Event description:
The physician attempted to place the iab in the or. He was able to place the balloon, but did not get any waveform. He was unsuccessful in flushing the iab. When x-ray was taken, the tip of the caheter appeared to be looped. The iab was removed and replaced with another iab. There were no pt complications.